Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-aug-2018 with the following findings: during investigation, corrosion was found in the battery compartment. The battery cap was not returned. The battery compartment was cracked on the side at the threads and above the bumper pad. The test cap was able to attach to the pump. The pump was unresponsive with no vibratory or auditory alarms, and a blank display. The pump history was unable to be downloaded. The leak test failed due to a battery compartment leak. The pump cover was removed to find no further evidence of moisture. The allegation of intermittent power was not duplicated as no power was found to the pump. The allegations of a damaged battery compartment and moisture were duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.